Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found no evidence that would result in bleeding or bruising at the infusion site; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was returned to the manufacturer and is pending evaluation. A supplemental report will be submitted upon completion of this activity. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported by the patient that she had to go to the emergency room (ER) because of her bg (blood glucose). She stated that she was wearing a pod when she went to the hospital and she stated that she was there for 4 hours. She stated at the hospital, when they removed the pod her site was bleeding and it took 3 nurses to apply pressure on the site to stop the bleeding. She state that her bg was over 400 mg/dl. Patient stated treated the high with insulin. The pod had been worn between 4 and 24 hours on the leg.